Event description:
Customer reported a button error on her insulin pump. The buttons were not working and the device alarmed failed battery and then button error. Customer's blood glucose is 279 mg/dl. She treated with manual injections. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer stated she also received a motor error a month ago but declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Insulin pump received intermittent button response due to corroded keypad traces. No button error alarm. Insulin pump passed displacement test, operating currents, self test, off no power test and error test. No failed battery alarm. Unable to test occlusion and excessive no delivery test due to motor error alarm at basic occlusion. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).